Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned without a reported event. A failure event was observed during analysis. As received, only the connector portion of the lead was returned for analysis. Visual analysis noted three internal insulation abrasions breaching the ring electrode, and the right ventricle lumens. One abrasion was location proximal to the suture sleeve tie impression and the other two were located between the suture sleeve tie impression and the right ventricle shock coil. No damage was noted to the cable coating or inner lumen in any location. Electrical testing did that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.